Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act and up arrow button response due to corroded keypad traces. Device received with normal operating currents. It was monitored and no unexpected battery out limit alarms occurred during testing. Device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he changed the set and during rewind, he got a low battery alert; he changed the battery and the insulin pump alarmed battery out limit and then button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.